Event description:
Per the clinic, the patient experienced a staph infection at the abutment site that has not been resolved after 2 months of treatment (specific date and treatment not reported). Additional information has been requested but has not been made available as of the date of this report.